Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The balloon detached from the device with a complete circumferential tear. The balloon was crumbled and stained with dried blood. The distal end of the shaft including the tip was returned and contained within the balloon. A visual examination confirmed that a break in the shaft was occurred 70mm proximal from the distal end of the tip. The proximal end of the device was not received for analysis. The 6fr customer introducer sheath was returned for analysis. The sheath was found to be stretched and buckled at the proximal end of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 5.0 x 150, 135cm mustang¿ balloon catheter was advanced for dilatation. However, after use and during removal of the device, the device became stuck in a 6f non-bsc introducer sheath in the femoral artery. Force was applied to remove the device but the shaft ruptured, leaving the device in pieces. The procedure was completed with no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 5.0 x 150, 135cm mustang¿ balloon catheter was advanced for dilatation. However, after use and during removal of the device, the device became stuck in a 6f non-bsc introducer sheath in the femoral artery. Force was applied to remove the device but the shaft ruptured, leaving the device in pieces. The procedure was completed with no patient complications reported and the patient's status was stable.